Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2009. On (B)(6) 2009, the device failed a self test due to a low battery. The unit remained in fault mode until (B)(6) 2010 when the device resumed self tests and performed until (B)(6) 2010. The device failed again and was left in fault mode until a new pad-pak was inserted on (B)(6) 2011. The device again failed due to a low battery. Manual events started occurring on (B)(6) 2012 and continued until (B)(6) 2012. A new pad-pak was inserted but the manual events resumed. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.